Event description:
It was reported that the patient experienced a low blood glucose event after lunch, with cgm showing a nadir of 54 mg/dl and subsequent recovery to 89 mg/dl after treatment with oral carbohydrates; the reason for the low was unclear and no device component issue was identified. Symptoms included hypoglycemia with reported weakness. Outcomes included classification as a serious injury or illness due to the hypoglycemic event. Investigation included communication with the patient and analysis of the information provided. Investigation of this case revealed no findings and insufficient information to identify a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.